Event description:
Anesthesia machine passed test before patient was brought into room. Once patient was in room gas sensors failed and would no longer work; anesthesia machine was then switched out before intubation and induction for necessary patient care and safety.